Event description:
The decision was made to deploy overlapping endovascular stents across the critical areas. A 12-mm diameter x 8-cm length ev3 protege stent was then deployed across the cephalic arch. Subsequently, two, 10-mm diameter x 8-cm length ev3 protege stents were deployed in overlapping fashion in the proximal 2/3 of the cephalic vein. The more proximal stent failed to deploy completely, after releasing approximately 2/3 of its length from the shaft. The stent was pulled out into the fistula body, where the release park broke off. The shaft was removed, and the remaining part of the stent was removed in its entirety from the fistula after re-dilating the open thrombectomy site. Thrombectomy site was then closed. A new 10mm diameter x 8-cm stent was then used. They were then seated in place in angioplasty balloons. Another injection of iodinated contrast was performed and revealed acute thrombus formation in the fistula pseudo aneurysm. Open thrombectomy was repeated successfully. The balloon was deflated at this point and flow in the fistula was restored. Fistulogram was performed and demonstrated excellent blood flow through the fistula body and outflow cephalic vein.